Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina and arrhythmia are listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
(B)(6). It was reported that on (B)(6) 2014, the patient was hospitalized for intermittent heart discomfort. Coronary angiography showed 80% stenosis of the proximal left anterior descending, a 2.75x18mm xience xpedition stent was implanted. The patient was discharged on (B)(6) 2014. On (B)(6) 2018, the patient was hospitalized for chest tightness. Medication was provided as treatment. Angiography and computed tomography (CT) were not performed. The stent patency is unknown. The patient was discharged on (B)(6) 2018. The relationship between the event and the device is unknown. On (B)(6) 2018, the patient was hospitalized for palpitation. Medication was provided as treatment. Angiography and CT were not performed. The stent patency is unknown. The patient was discharged on (B)(6) 2018. The relationship between the event and the device is unknown. The patient is in good condition. No additional information was provided.